Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned stent delivery system(sds) noted blood visible on the shaft, the balloon, the stent implant, and in the guide wire lumen, which is consistent with the device being advanced over a guide wire and into the patient. There was also contrast visible in the inflation lumen and on the device, which is consistent with handling and suggests that the sds was prepared for use. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 21cm distal to the strain relief tubing. The hypotube was kinked in three different locations adjacent to the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Since this damage was not reported as being noted during inspection prior to use, this suggests that the damage to the shaft occurred during or after the procedure. In this case, the sds likely interacted with the heavily tortuous and calcified lesion such that resistance may have been encountered during advancement. This interaction likely caused the shaft to bend/kink, fracture and subsequently separate as a result. In general, the failure to advance in conjunction with kink damage is not usually associated with a product quality deficiency and was likely related to circumstances of the procedure. The inability to cross the lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or associative device interaction. Based on the information provided, the lesion was heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. Based on the information received and the returned product analysis, the reported failure to advance, kink damage, and shaft separation appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that during the procedure in the ostial right coronary artery, the rx vision stent system could not cross the lesion and the shaft separated into two pieces. Use of force was not reported. Both segments were removed from the anatomy without intervention and the stent remained intact. A non-abbott stent system was advanced and deployed successfully. There was no significant clinical delay and no adverse patient effect. Though requested, no additional information was provided.